Event description:
It was reported patient underwent a reverse shoulder arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to humeral tray fracture. Surgeon reported during the case that patient was very aggressive and was not following protocol. The humeral tray and bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Also, under contraindications, number 1 states, "uncooperative patient or patient with neurologic disorders who is incapable or unwilling to follow directions."

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information received from legal which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent an initial reverse shoulder arthroplasty. Subsequently, the patient was revised due to what appeared to be a fractured humeral tray on the x-rays. After removal of the tray, the surgeon determined that the humeral tray had fractured off the trunnion and the trunnion was still in the morse taper. The surgeon used grip clamps to remove the taper and the trunnion. Following the difficult removal, he then kept the stem and replaced the tray and bearing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: comp rvrs shdr glen bsplt +ha, catalog#: 115330, lot#: 504450; comp rvs cntrl scr 6.5x25mm st, catalog#: 115381, lot#: 831360; comp locking screw 4.75x35mm, catalog#: 180504, lot#: 491960; comp locking screw 4.75x40mm, catalog#: 180505, lot#: 234410; comp locking screw 4.75x30mm, catalog#: 180503, lot#: 134890; comp locking screw 4.75x15mm, catalog#: 180500, lot#: 655790; comp rvrs shldr glnsp std 36mm, catalog#: 115310, lot#: 486560; comp primary stem 13mm std, catalog#: 113653, lot#: 736500; arcom xl 44-36 std hmrl brng, catalog#: xl-115363, lot#: 379840. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation has been done for similar events and the reason for fracture is design deficiency. Upon follow up, surgeon mentioned in the operating room that the patient was very aggressive and was not following protocol. Therefore, root cause of this event is a combination of design deficiency and patient non-compliance. The results of the investigation were relayed to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.